Event description:
Olympus was informed of a report from a user facility in (B)(6) involving an olympus chair couch (occ) in which the metal frame supporting the back rest had reportedly sheared off. There was no apparent patient injury reported; however, if the reported phenomenon was to recur, it is conceivable that a patient injury may result.

Manufacturer narrative:
The user facility reportedly removed the device in service along with three other identical (non-faulty) devices. The failed device has been returned to the original equipment manufacturer (OEM) for further investigation. The failed device has been sent by the OEM to an external specialist test house for metallurgical investigation. The exact cause of the user's experience cannot be conclusively determined at this time. If additional significant information becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.